Manufacturer narrative:
Device evaluation summary: one tracheostomy (trach) sample was received in used condition without the original packaging. Immediate visual inspection did not detect any damage or water droplets. A leak and inflation test was completed and the cuff stayed inflated without any issues. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was not confirmed. No fault was found.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex tracheostomy had water in the cuff upon replacement. No patient injury.